Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted, but the wrench was sticking in the header and extremely hard to remove from the setscrew after tightening the screw. The device remains in use. No patient complications have been reported as a result of this event.